Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing was within published specifications so no fault was found. There were noted fluid ingressions on the pump by the chassis of the expulsor and both the downstream and upstream occlusion sensors. This was found to likely be a caused by an expulsor gasket issue. The expulsor assembly will be replaced to rectify this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received there was no patient present at the time of the event.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -8.55%. There was no patient involved.